Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a black mark on a reservoir. This was identified during storage. The device was filled with an unspecified amount of ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured january 07, 2015 to january 08, 2015. The device was received for evaluation. Visual inspection revealed a black mark on the reservoir. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.